Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct the catheter came out at "9:00" position. The physician was able to complete the procedure with this device with no patient complications. The patient's condition is reported to be fine.

Manufacturer narrative:
The suspect device is not available for the evaluation. The relationship of the device and the event is undetermined. For complaint trending purpose, the hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family. The march 2008 15-month jagtome, sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.